Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the controller wasn't turning on and the issue began they would say tuesday. Patient didn't recall any cords plugged in to the controller when the issue happened. During the call patient removed the battery and plugged the ac power. Controller powered on. Patient inserted the battery and controller was at 0% and implant was at 30%. The troubleshooting steps that were taken on the call resolved the issue.